Event description:
The patient complained reduced device performance since 3 weeks. In 2005 they had no hearing impressions at all. Telemetry testing resulted in "poor coupling", the device had malfunctioned.